Event description:
It was reported that after an elevate anterior was implanted, the patient experienced a lower urinary tract infection (uti). The patient's urinalysis was positive for nitrate and leukocytes; the patient was started on macrobid 100 mg. The urine was also sent for a culture and sensitivity. The patient had a second urinalysis, which was negative. The event was considered resolved without sequelae as of (B)(6) 2016. If additional information is received, a follow up report will be sent. Related to manufacture report #: 3011770902-2016-00071.